Event description:
It was reported that at device change-out, externalized conductors were observed via fluoroscopy. History of high thresholds noted. Lead to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.